Event description:
Medtronic received a report that a pipeline became stuck during resheathing in the distal section of the phenom microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured anterior cerebral artery a3 segment aneurysm with a max d iameter of 2.2mm and a 2.0mm neck diameter. The landing zone was 1.5mm distally and 2.0mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 7mm diameter. Dapt (dual antiplatelet treatment) was ad ministered. The angiographic result post procedure showed there was immediate contrast stagnation within the aneurysm. It was reported that the flow-diverting stent could not be advanced once it reached the anterior cerebral artery a1 segment. The decision was made to retrieve the stent, but it could not be retrieved; it became stuck within the phenom 27 catheter, and the entire system was then removed. The catheter was flushed continuously with heparinized saline. The physician released the load in the system in an attempt to resolve the issue but the issue was not resolved. The pipeline was used for an indication that is not approved (off-label) as it was used for an a3 aneurysm. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.